Manufacturer narrative:
The event occurred middle of (B)(6) 2022. The user facility submitted medwatch mw5109798 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of clearlink system non-dehp solution sets were leaking at the drip chamber and distal y-site port below the pump. The sets leaked during an unspecified chemotherapeutic solution infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.